Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Event description:
The patient stated she experienced burning sensation at ins site that felt like "1000 needles are going in her at the same time" for the past 2 weeks. The patient reported she fell 6 months ago and was put her on morphine for the pain since implant may (B)(6) 2013. The patient stated last month (B)(6) shorted her 9 pills now she has suffered for the past 2 weeks. The patient has an appointment with doctor scheduled for (B)(6) 2016. The patient reported she fell 6 months ago but on the opposite side of her ins. The patient's indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event occurred during a clinical study. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had pain at the generator site with sitting/laying/leaning on it that was ongoing since implant, but the patient had declined a revision. It was noted that the event was related to the device or therapy and possibly related to the implant procedure. Interventions taken included a fentanyl patch on (B)(6) 2013, 5% lidocaine patch on (B)(6) 2014, tramadol, and morphine ER 20 mg po qd on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.